Event description:
Employee had performed blood glucose finger stick for pt using this device. When cleaning up supplies to discard finger was stuck by used needle and employee found that the device had not automatically activated as it should. No ultimate harm. (B)(4).